Event description:
Following a ptca/stent procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, approx. Two hours later while the pt was sleeping he inadvertently twisted and went into a fetal position, resulting in a 3 cm lump at the puncture site. This lump was compressed, at which time blood was expressed. Hemostasis was achieved with use of manual pressure, and a c-clamp was placed for one hour. The pt was discharged without sequelae.